Event description:
It was reported that the patient presented in the hospital after receiving high voltage therapy. Upon interrogation of the device, inappropriate shocks due to noise on the rv lead were observed the noise was reproducible with isometrics. No electrical anomalies were detected. The lead was explanted and replaced. The patient was stable during and post procedure.